Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-releases specifications. Please note additional device implanted: pxc181400/05460090.

Event description:
In 2008, the pt was implanted with two (2) gore excluder aaa endoprostheses. At about nine month follow-up, CT scan showed a type I endoleak. In 2009, the pt underwent a reintervention to resolve a distal type I endoleak. The pt tolerated the procedure.